Manufacturer narrative:
Based on the information available, philips fse evaluated the device at customer site and identified the root cause of the reported issue is due to the defective assy processor. Repair quote is cancelled by customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device restarted. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.